Event description:
It was reported through the patient outcome that the patient passed away due to a suspected undefined neurological event. The patient was staying in the rehab center and was found with agonal respiration in their room. Resuscitation was started but was not successful. The pump was running during the event with a flow of 4-5 lpm without any issues. The death was not reported to be device or therapy related. No autopsy will be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient was found with agonal respiration in their room, resuscitation was started but was unsuccessful. The patient ultimately expired on (B)(6) 2022 due to a suspected undefined neurological event. No autopsy was performed, and the pump will not be returned for evaluation. The pump was running with flow of 4-5 liters per minute (lpm). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 24 sep 2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 ¿introduction¿ lists neurological event (not stroke-related) and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.